Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced to the lesion. The balloon was inflated at 22 atmospheres on the first inflation however it ruptured at 24 atmospheres on the second inflation. The ruptured balloon was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was good.